Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the device was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this device was also performed which showed that there were no issues or non-conformities and that the unit and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The amo field service specialist (fss) visited customer site and verified bent IV pole tip. Fss successfully replaced the pole actuator. Fss tested the unit and performed the field service checklist which the unit passed and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the IV pole accidentally moved up which caused the hangar/tip to bend downward and that it would need to be replaced. There was no patient involvement reported and no patient treatments delayed or cancelled.